Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us. The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an absorb scaffold was implanted in the left anterior descending (lad) artery in 2014. A few months ago, the patient experienced st elevated myocardial infarction (stemi) and died in the ambulance on the way to the hospital. No autopsy was performed. No additional information was provided.

Manufacturer narrative:
(B)(4). UDI#: in the absence of a reported part number, the UDI cannot be calculated. Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. Images were received and reviewed by an abbott vascular clinical specialist. The reviewer noted that there was a very tight concentric stenosis in the mid lad just proximal to a trifurcation. In the second image the scaffold markers could not be seen, but the previously stenosed area in the lad appeared well expanded. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of death and myocardial infarction, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.